Manufacturer narrative:
Ethnicity and race: unknown as information was asked but it was not provided. (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to night glare/halos post cataract surgery. The replacement iol was of the same diopter power but different model number (dib00). There was no further medical or surgical intervention required. Visual acuities provided as 20/25-2 best corrected visual acuity (bcva) pre-initial implant, 20/30-2 post-initial implant and 20/25-1 post-replacement surgery. The patient was reportedly doing fine when discharged. No further information is available.